Event description:
It was reported that prior to use on a patient, the display screen for the cs300 intra-aortic balloon pump (iabp) was acting up. It was later clarified that the display screen was flashing in and out. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm was informed that the customer had verified that the control panel cable was secured into the connector and that the flashing had cleared and the display had stabilized. The stm was unable to duplicate the reported issue but replaced the video receiver board. The stm turned the iabp unit on and off multiple times without issue. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that prior to use on a patient, the display screen for the cs300 intra-aortic balloon pump (iabp) was acting up. It was later clarified that the display screen was flashing in and out. There was no patient involvement, and no adverse event reported. Original description: display screen is acting up. No patient connected. All information given by contact person, (B)(6). Begin contract information: (B)(4) ca professional. 06/01/2020 - 12/31/2021. Included: > pm parts, travel and labor. > repair parts, travel and labor. > loaners. > service report documentation. > 8a - 5p, monday - friday. > toll-free technical support. Additional offerings: > 20% discount on consumables, accessories, spare parts and travel and labor outside contract scope. Equipment covered : (B)(6). (B)(4). Technicians remarks: investigated the customer¿s complaint. Customer stated that display flashing in and out. Customer verified control panel cable was secured in the connector. Flashing cleared and display is stabilized. I could not reproduce display issue. Replaced video receiver pcb. Turned unit on and off multiple times and completed functional tested without any further issues. Cs300 iabp services completed. Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for clinical us= note: contracted customer. The 15% discount will show on final invoice according to the contract agreement. Investigated the customer¿s complaint. Customer stated that display flashing in and out. Customer verified control panel cable was secured in the connector. Flashing cleared and display is stabilized. I could not reproduce display issue. Replaced video receiver pcb. Turned unit on and off multiple times and completed functional tested without any further issues. Cs300 iabp services completed. Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for clinical us= note: contracted customer. The 15% discount will show on final invoice according to the contract agreement.